Manufacturer narrative:
It was reported that on 3/23/2026, "rn reported broken sterile ns syringe, from ivad access kit. When attempting to flush ivad after access and applying pressure to plunger, "wings" on either side of the syringe broke off, exposing sharp plastic edges. Edges did break skin and cause bleeding to rn. Clinician completed procedure with another product, saved malfunctioning product, addressed injury and reported incident". According to the customer contact, "injury to rn is resolved". To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that on 3/23/2026, "rn reported broken sterile ns syringe, from ivad access kit."